Event description:
Related manufacturer report number: 2017865-2022-07499. During a remote follow-up, noise resulting in oversensing was observed on the right ventricular (rv) lead and far p-wave oversensing and inappropriate mode switching was observed on the device. The device was explanted and replaced and the lead was replaced to resolve the event. The physician alleged the noise observed on the right ventricular (rv) lead was due to clavicle crush related lead damage. The patient was in stable condition.

Manufacturer narrative:
Correction: upon further information received, the ICD should not have been submitted as a medical device report (MDR) as the event did not indicate a malfunction caused a serious event.

Event description:
Additional information reported to abbott indicated the reported events of far p-wave oversensing and inappropriate mode switching were not related to the device. The customer did not allege a malfunction against the device. Additionally, it was reported that the device was electively explanted and replaced during a device upgrade procedure.